Event description:
The customer reported via phone call that they were unable to connect to their meter. The customer's blood glucose was 420 mg/dl. Customer stated they have treated for their blood glucose. It was later found the customer had the incorrect meter ID. The customer also reported their site was bad, resulting in the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.